Event description:
After 47 days of implantation, this lead was capped because of a pocket infection. In addition, the other device(s) involved in this case have been reported on MDR(s). Note: during a file audit, it was discovered that an MDR should have been filed for this device. Consequently, the MDR is now being filed.